Event description:
It was reported a device entered software reset. The patient had been lost to follow up. Patient reported magnetic resonance imaging last year. Technical services assisted the representative in exporting a device image. The representative restored the device through the engineering test page. The device was planned to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.